Event description:
The customer reported the system displayed a camera iris error code and locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the camera iris error. The system operates as intended.